Manufacturer narrative:
Additional information: b1, d6a, g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, including the returned device (when available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure was the result of one or a combination of the following factors. ¿ incorrect surgical techniques. Including inadequate fracture reduction. The shaft of the plate is being asked to be the link between the shoulder and the rest of the arm with no additional support. Every plate will eventually fail if the bone doesn¿t heal due to the stresses of cyclic loading. It is a short plate that is also very thin, meaning that there would be a significant amount of flex in the plate with patient movement. This, in combination with the solid purchase of the shaft screws, caused the screws and bushings to pull through the plate, as shown on the customer¿s attached x-ray. ¿ lifestyle or physical activity demands. Failure of the patient to adequately restrict activities or follow postoperative instructions during the prescribed healing period. The postoperative protocol plays a critical role in recovery when followed correctly. Patients who return to high-impact activities or physically demanding jobs too soon after surgery can place excessive stress on the plate and fixation site. This repetitive or excessive load may exceed the mechanical tolerance of the implant, leading to loosening, bending, or breakage. ¿ nonunion or delayed union at the fusion site (typically occurring within 3¿6 months). The main contributing factors include a lack of mechanical stability at the fracture site. Insufficient biological potential for healing, such as poor blood supply or inadequate cellular activity. Contributing clinical factors include infection, poor fixation, or inadequate immobilization. Host-related factors, such as overall patient health, osteoporosis, smoking, and diabetes, which can adversely affect healing. Postoperative management should always be tailored to the individual patient and based on the treating professional¿s assessment. Results and recovery timelines may vary. Directions for use dfu-0139-eo revision 2, humeral plate systems c. Contraindications 1. Insufficient quantity or quality of bone. 6. Conditions that tend to limit the patient¿s ability or willingness to restrict activities or follow directions during the healing period. D. Adverse effects 4. Malunion/nonunion of the bone 6. Implant failure/ breakage. E. Warnings 2. This device is intended to be used by a trained medical professional. 9. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. 10. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. G. Precautions 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an on-site demonstration. The complaint allegation was confirmed upon review of the customer¿s attached x-ray, which shows several screws with the plate bushings pulled through the holes of the ar 14005 humeral sutureplate¿, 5 hole. The imaging also demonstrates a complete cortical disruption with a significant gap between the proximal and distal sections.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that a patient attended a follow-up appointment on (B)(6) 2025, following a revision proximal humerus orif performed on (B)(6) 2025. During the follow-up, the surgeon noted that the screws and bushings from the humeral suture plate had pulled through the plate. An x-ray image illustrating the issue was provided. It is currently pending whether the patient will require an additional surgical intervention. The implants used during the revision procedure included: ar-14005 humeral sutureplate, 5-hole, ar-14130 cortical locking screw, 3.5 mm x 30 mm, ar-14132 cortical locking screw, 3.5 mm x 32 mm, and two ar-14230 cancellous locking screw, 4 mm x 30 mm. Additional information was received on 11-dec-2025: the additional implants placed during the revision proximal humerus orif procedure on (B)(6) 2025, included the following: ar-14240 fracture plate screw, locking, cancellous (4.0 mm x 40.0), ar-14242 fracture plate screw, locking, cancellous (4.0 mm x 42.0 mm), three ar-14238 fracture plate screw, locking, cancellous (4.0 mm x 38.0 mm), two ar-14244 fracture plate screw, locking, cancellous (4.0 mm x 44.0 mm). The revision was performed due to a non-union associated with a previously implanted non-arthrex humeral nail. No intraoperative complications were reported.